Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. The field service engineer (fse) replaced the gas delivery system (gds) to address the issue. The gas delivery system (gds) was received for failure investigation. There was no product deficiency found. The product meets specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventive maintenance, the ventilator air flow test was out of tolerance. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified, estimate used.